Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission. Further information was requested but not received.

Event description:
During the procedure with the patient on the table, the patch did not appear as connected on ensite. The patches were exchanged twice and the navlink was exchanged with no success. The case was abandoned.

Manufacturer narrative:
Additional information: g4, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abt specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.